Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed. In logs, the 1161 error was found indicating voltage fault on the unit carriage axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axes controller, carriage power (accp) was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis. While a definitive root cause could not be established, the probable root because it attributed to the accp in the usm. While failure analysis confirmed the issue via log review, in-house testing of the device was unable to replicate the reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during da vinci-assisted inguinal hernia surgical procedure, site contacted technical support engineer (tse) to report fault on universal surgical manipulator (usm) 2. Tse reviewed the logs and found 1161 faults on usm 2. The customer disabled usm 2 and was continuing the case with the other three usms. The procedure was completed with no reported injury.